Event description:
Two breast implants were returned to dow corning for implant identification and investigation. Upon investigation of the implants, it was determined that the left implant was not a dow corning implant. The right implant had a capsule surrounding it, therefore verification of the implant could not be made and a full investigation could not be completed.